Event description:
Hcp reported that the patients isomed pump was dysfunctional, the pump never ran at 1ml/day. Started at .4 and gradually slowed and eventually stopped." The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.